Event description:
A trilogy o2 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's oxygen blending module pca was replaced to address the issues. In addition of the above evaluation, trilogy o2 pm1 kit, motor blower assembly, stirring fan foam, and 43-micron filter were replaced to prevent failure and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.